Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 09-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawers 2.1 and 2.2 were failed with an error, 'device not detected on the bus'. A field service engineer removed the drawers from the main station chassis, inspected the rear components, found no issues, reset all the cable connections and reinstalled the drawer into the main station chassis. The pyxis bus cable was reconnected, and the station successfully started. The fse also logged into the hardware testing application and successfully completed the required diagnostic. The customer also logged in to the application, confirmed drawers 2.1 and 2.2 were functioning correctly, all pockets detected on the bus and when inventoried medication, the pocket opened successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawers 2.1 and 2.2 were failed, not detected on the bus. Customer tried to reboot and recover, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.